Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory channel printed circuit board (pcb) and expiratory valve coil were defective and in need of replacement. Replacement of the expiratory channel pcb and expiratory valve coil unit solved the issue. No log files have been provided for this investigation. The expiratory channel pcb contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The expiratory valve coil, mounted under the expiratory cassette compartment, controls the opening of the expiratory valve by pushing the valve membrane into desired position. Our conclusion is that the replaced parts was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).